Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer called to report that they are getting an error message when using the bipolar instrument. The customer stated they have a c-34 error message and the bipolar instrument was not delivering energy. The technical support engineer (tse) viewed the system logs and confirmed the c-34 error. The customer rebooted the erbe generator and then received a c-92 error. The customer stated the surgeon said this issue was also happening the day before. The tse mentioned a couple of options for the customer to consider such as swapping the vision system cart with another system or using a valley lab force triad. The customer said they do have other systems that weren't being used and was going to check with the staff. There was no reported injury.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the c34 error issue and tried to verify using the fluke tester. The erbe generator was not able to get a monopolar output. The fse replaced the erbe generator. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform a failure analysis. Failure analysis confirmed the customer complaint upon start-up. The generator was placed on an in-house system and was run in normal mode. The c-34 errors occurred on the test system. The complaint regarding c-34 errors was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The root cause is attributed to electrical and fiberoptic defects. A review of the site's complaint history identified patient identifier (B)(6) is a related record of patient identifier (B)(6). The related record documented the same issue that occurred in an earlier procedure.